Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log, fse found that reported malfunction. Upon troubleshooting, the problem appeared to be a motherboard malfunction, as the pc failed to boot 9 out of 10 times. To resolve the problem, fse replaced the flex vision pc, and reinstalled the tsm software and return the part for further analysis and it was found that the front usb slots were not functioning. After replacing the flex vision pc, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer was intermittently unable to boot, preventing the system from booting. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.